Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem 'occlusion alarm' was confirmed during the event history log (ehl) review as upstream occlusion but not reproduced during evaluation. Unit was send to flow line to perform downstream occlusion testing and upstream occlusion test. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted. The reported problem 'occlusion alarm' was confirmed during the event history log (ehl) review as downstream occlusion but not reproduced during evaluation. Evaluation determined the causality to be an out of calibration force sensor. The force sensor was required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an occlusion. This occurred before use. There was no patient involvement. No additional information is available.